Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing and very slow ventricular tachycardia (vt). It was also noted that remote monitoring data had not been transmitted. This electrode remains in service. No additional adverse patient effects were reported.